Manufacturer narrative:
Block h6: device code a050702 is being used to capture the reportable event of cinch failure to cut.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on an unknown date. During the procedure, the cinch failed to cut the suture after the cinch was fired. The procedure was completed with another cinch. There was no patient complications reported as a result of this event.